Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of the reported issue involved in this event is attributed to voltage related electrical and fiberoptic issues in the integrated electrosurgical unit (iesu). This issue can be resolved by using a back-up generator.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on a system and was run in normal mode. C-34 errors occurred during start-up and mono coag activation. Top cover was scratched, and paint is discolored during visual inspection. Root cause is attributed to a defective component. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. Image(s) and/or video clip(s) associated with this reported event were not submitted for review.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, errors c-34 and c-00 occurred on vio dv integrated electrosurgical unit (iesu) when firing monopolar coagulation. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Site power cycled the system, but the issue was not resolved. The procedure was continued robotically with an esu. The procedure was completing as planned with no reported injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: site was not able to continue to use vio dv iesu. The rest of the procedure was completed using valleylap ft10 esu.